Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: while a temporal relationship between pd therapy via the liberty select cycler/liberty cycler set exists; there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. The source of the patient¿s peritonitis was polymicrobial with the organisms enterococcus faecalis and streptococcus gordonii isolated in pd fluid. Enterococcus faecalis is typically found in human intestinal tract and streptococcus gordonii is found in dental plaque. Based on the available information, what exactly led to inoculation with the causative organisms is unknown.

Event description:
It was reported a patient was experiencing scale reading errors during drain 0. The patient stated they had peritonitis and were drained manually at the clinic. Upon follow up the peritoneal dialysis confirmed the patient was diagnosed with peritonitis. The patient¿s peritoneal dialysis culture grew the organism¿s enterococcus faecalis and streptococcus gordonii. The nurse indicated the cause of the patient¿s peritonitis was not clear. The patient was treated with the antibiotics vancomycin (unknown dose, route, frequency and duration) and ceftazidime (unknown dose, route, frequency and duration) on an outpatient basis. The patient continues pd therapy and is reportedly recovering from the event.